Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor two day device ruptured after filling. The device was filled with 5-fluorouracil (5-fu) and saline. There was no patient injury or medical intervention, as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). This device is distributed for outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.